Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch, the pump will not load the cartridge and fill the tubing, so the pump was unable to be started. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported issue could not be verified. Service replaced the software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.